Manufacturer narrative:
There was an additional occurrence of this malfunction, and the details can be found in MDR 2245270-2016-00017. The malfunctioning device has been returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA with in thirty days of its conclusion via follow-up MDR.

Event description:
Patient's vygon pressure activated check valve was reported (and investigated) to be leaking during infusion from a cadd 100ml cassette attached to a cadd plus pump. Visible leak noted when tested valve back at pharmacy office. This will be the sample being returned. Therapy was paused; then tubing and check valve were replaced prior to continuation of therapy. No other adverse effects experienced by the patient.

Manufacturer narrative:
After a limited investigation into this claim, logica, (the manufacturer of the check valve), can confirm a quality problem with this product. They could not fully investigate the complaint because the device had been in contact with the patient. However, logica reports the following in regards to this complaint: after a review of the lot history records, no abnormalities or deviations were found during the build of this product lot. The supplier's process is as follows: in general, we perform with all luer-lock female connectors a test regarding the stress cracking resistance. It is a standard test, which is part of our test specifications and is done for every lot of the injection molded parts by the qa-department. The luer-lock female connectors are filled with lipofundin mct 20 which is a emulsion containing soy bean oil and then gets connected to a counterpart with luer-lock male connector with a torsional moment of 25 ncm. After 24 hours the parts get visually inspected regarding the occurrence of stress cracking. Regarding the claimed lot no part with stress cracking has been noted. By simultaneously applying disinfectants and other media, for example lipid containing pharmaceuticals, the stress cracking resistance may get compromised. Moreover, a disinfection of sterile parts is not necessary before first usage. A disinfection of exposed connectors is not permissible, because the disinfectants may get into the inner of the valve and into the vascular system of the patient. After visually examining the device it was confirmed that there was no crack at the luer-lock female part. Leakage seems to have occurred at the connection of the two housing parts. An optical inspection of the device was performed and it was confirmed that the leakage occurred due to stress cracking at the luer-lock female part. Corrective action: no corrective action has been initiated at this point in time. However, vygon has entered this into our complaint logs and will continue to be vigilant for this type of complaint. The supplier recommends to end users that it is important not to apply too high forces and torsional moments during connection to the counterpart. The supplier also establishes that disinfectants based on alcohols and pharmaceuticals containing lipids may compromise the stress cracking resistance of the luer-lock female part. Preventive action: the supplier is looking to optimize the stress cracking resistance a development project got initiated, in which a preferable raw material shall get validated.

Event description:
Patient's vygon pressure activated check valve was reported (and investigated) to be leaking during infusion from a cadd 100ml cassette attached to a cadd plus pump. Visible leak noted when tested valve back at pharmacy office. This will be the sample being returned. Therapy was paused; then tubing and check valve were replaced prior to continuation of therapy. No other adverse effects experienced by the patient.